Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was prophylactically explanted and replaced due to field action for the risk of safety mode. This patient is at higher risk to due their pacing needs. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The device was not in safety mode. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that this device was prophylactically explanted and replaced due to field action for the risk of safety mode. This patient is at higher risk to due their pacing needs. No additional adverse patient effects were reported. This device was received for analysis.